Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(6). Work order search: no similar complaint type reported for units within the same lot. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, diopter -11.0/1.0/091 implantable collamer lens (icl), into the patient's right eye (od) on (B)(6) 2017. The patient began to experience low vault and lens opacity. To date, the lens remains implanted.